Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with prime alarms during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin squirted out and the insulin pump alarmed while doing an infusion set change and during the prime process. It was stated that the customer went to the hospital and requested assistance with the device, but they were not familiar with the insulin pump. The customer's blood glucose was 3.7mmol/l. Troubleshooting was performed. It was stated that the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.